Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united stats. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the device was found in standby mode. After its re-initialization, default mode parameters were applied. Note that upon magnet application, the device did not pace at magnet rate. An explanation is required.